Event description:
The report stated that during a laparoscopic colon procedure, the tip of the device disengaged and fell into the patient cavity. Using a clamp, it was removed safely. Another device was opened and used to complete the procedure. There was no patient injury.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.